Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this boston scientific right ventricular (rv) lead (model/serial numbers unknown) underwent a device replacement procedure, after the device was found to be at end of life (eol) battery status with error codes indicating charge times greater than 45 seconds. The explanted device was returned for analysis and it was determined the damage to the device was due to a compromised rv lead. The distributor was made aware of the likely issue with this implanted lead; however, at this time, the status of the lead and the physician's intentions were not known.